Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the user reported using different cables but the light would still not emit. Tac provided the user with the part number of the lamp and the instruction manual to assist when replacing the lamp. Follow up was performed with the user. According to the user, after the replacement lamp was connected securely, the issue had been resolved. The investigation is ongoing and additional follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), when the light cord was connected, no light was emitted from the halogen light source prior to an unknown procedure. The procedure was completed using a similar device. There were no other devices involved or replaced during this event. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the failure is caused by a faulty main lamp but the cause of the fault was unable to be identified. Multiple cables were used to identify the issue was a lamp failure. After it was replaced, it was dim, though the olympus representative stated that the bulb was not completely connected, which was an easy fix. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the user facility. An olympus representative had been dispatched to the user facility to ensure that the bulb had been securely connected. It had been determined the new bulb had to be inserted farther into the socket for the connection to be secure.